Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) after experiencing a syncopal episode. The patient was in heart block and had atrial fibrillation. An interrogation of the leadless implantable pulse generator (ipg) indicated that the ipg had experienced an electrical reset. The ipg was not pacing and ventricular capture was lost. The reset was cleared and the ipg was reprogrammed but then upon clearing reset and running of automatic sensing and threshold tests, the device would reach 13% interrogated, and would give a telemetry error warning. This cycle happened repeatedly. The programmer was turned off and on and an attempt was made to interrogate the device again; however, communication could not be established and again the ipg was no longer pacing. The next morning, the ipg could be interrogated and another reset occurred and the ipg battery was showing a longevity of 8 months just two months post implant. It was noted that the patient had been exposed to an electrical breaker about 3 hours prior to ER visit. The ipg was programmed off and another ipg was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated premature battery depletion. Analysis of the device memory indicated a partial electrical reset. Analysis of the device memory had an observation relating to the battery voltage measurements. Minimum monthly battery voltages are not accurate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.